Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/soln set with standard blood filter leaked from the tubing. The spike was still in the blood bag, and the tubing broke or popped out. This occurred when the pump was turned on to prime the line. There was no patient involvement. No additional information is available.